Event description:
Discordant advia centaur ipth results were obtained for samples from one patient over a period of time. The results were elevated and normal. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant ipth results.

Manufacturer narrative:
The cause for the discordant ipth results is unknown. The patient samples are not available for further testing. The instrument is performing within specifications. No further evaluation of the device is required. Per the IFU under the limitations section: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. Interpretation of intact pth values should always take into account serum calcium results and the interrelationship between these two elements in various disorders involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and with consideration of the overall clinical manifestations even when used in conjunction with calcium values. Measurement of intact pth is useful in differentiating between hypercalcemia due to hyperparathyroidism and hypercalcemia of malignancy. However, the assay is not intended as, and should not be relied upon as, a diagnostic indicator of malignancy."